Manufacturer narrative:
(B)(4). Results - (stent thrombosis, death).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient suffered an acute stemi approximately 3 weeks post index procedure. Location of infarction was reported to be anterior. It is reported that the target lesion was involved. An angiography showed 100% stenosis of the left circumflex. The patient underwent balloon angioplasty of the proximal lcx. The investigator did not assess the relationship between the event and the study device or the study drug. The cause of patient death one week later was assessed to be due to multiple organ failure.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lcx during index procedure. It is reported that the patient suffered an acute stent thrombosis of the mid lcx approximately 3 weeks post index procedure. At the 30 day follow up, the patient's daughter reported that the patient had been hospitalized approximately 1.5 weeks earlier and a 90% stent thrombosis was discovered. Investigator has indicated that the event was probably related to the study device. The patient also suffered with internal bleeding one day later after the patient switched from plavix to effient. It is reported that the patient expired 1 week later; investigator has indicated that the event was not related to mi.